Manufacturer narrative:
H6: the reporter advised ventec that both the patient circuit and its packaging were discarded, therefore section d4, UDI #, is "unknown" and section h4, device manufacturer date, shall be left blank. The broken patient circuit was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
A customer contacted ventec to report that the patient breathing circuit (adult, passive, heated, oxygen, blue) broke at its exhalation valve. The customer advised that there was patient use and there was no reported patient harm. Additionally, the customer declined to provide any patient information.